Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a cardiac perforation noted via diagnostic imaging. The lead was explanted in order to resolve the event. It was suspected that the perforation was not caused by the lead itself, but rather due to patient factors as the patient was reported to have a very thin ventricular myocardium. The patient was stable following the procedure.